Event description:
(B)(4) clinical study. It was reported that a restenosis, shortness of breath and chest pain occurred. On (B)(6) 2011, the subject was diagnosed with stable angina and cardiac catheterization was recommended and index procedure was performed. Target lesion #1 was a de-novo lesion located in mid right coronary artery (rca) with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation followed by placement of a 16 x 3.50mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the subject was discharged on aspirin and prasugrel. On (B)(6) 2014, the subject presented with recurrent chest pain on exertion and at rest, associated with shortness of breath. At the time of the event, the subject was only on aspirin. The study drug per protocol and ¿other¿ anti-platelet medication were last taken on (B)(6) 2013. Coronary angiography revealed patent study stent and 90-99% stenosis distal to the stent. The mid rca was treated with balloon angioplasty and placement of a 3.50 x 18 mm non bsc drug eluting stent. Residual restenosis was 0%. The event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).